Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) to report that her onetouch verio2 meter displayed an apply sample message. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the problem with the meter began between 6pm and 8pm one evening in (B)(6) 2016, when she attempted to test her blood glucose level and obtained the alleged message. The patient manages her diabetes with diet and/or exercise. She reported that after obtaining the error message, she continued following her usual diabetes management routine. She claimed that 10-20 minutes later, she developed symptoms of ¿sweating [and] tiredness.¿ she reported that she used her aunt¿s meter to obtain a blood glucose reading. No other treatment or medical intervention was specified. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The cca also noted that the patient had used the correct test strips and she described the correct testing steps. The test strips completely drew in the sample of blood. The cca walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.